Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a torn haptic, scratch on the optic, and a missing piece of the haptic. Work order search: no similar complaints were reporter for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2 mm micl13.2 implantable collamer lens, -11.0 diopter, was implanted and removed due to the lens flipping. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report wil be submitted.